Event description:
It was reported to boston scientific that a spaceoar hydrogel system was used during a study through the article, "low incidence of significant hydrogel spacer rectal wall infiltration: results from an experienced high-volume center written by sungmin woo et al.". The study performed between (B)(6) 2023 and (B)(6) 2024, evaluated the incidence and degree of rectal wall infiltration (rwi) of the spacer hydrogel during prostate radiotherapy. 215 patients were included, and the rectal wall infiltration was score from 0 to 3, where 0 was not abnormally, 1 rectal wall edema, 2 superficial rwi and 3 deep rwi. The results were that 17 patients were score as 1, 23 patients score 2 and only 2 patients were score as 3. There were no complications related to the degree of rectal wall infiltration.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 03/03/2025, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source - woo s, becker as, katz ae, tong a, vargas ha, byun dj, lischalk jw, haas ja and zelefsky mj (2025) low incidence of significant hydrogel spacer rectal wall infiltration: results from an experienced high-volume center. Front. Oncol. 15:1563015. Doi 10.3389/fonc.2025.1563015. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.